Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's lcd cable to main pca was found to be disconnected. The device's lcd cable to main pca was reconnected to address this issue. The device was repaired, but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info alleging a ventilator's display screen was blank. There was no harm or injury reported.